Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of a 55 x 53mm abdominal aortic aneurysm. It was reported one month post the index procedure, CT identified that the ipsi limb of the main body graft was "double cannulated" during the index procedure, meaning that both the left and right iliac limbs had been delivered within the main ipsi limb, and the gate was open, leaving a persistent type iii endoleak. The patient was taken back to the cath lab and the gate was occluded to eliminate the endoleak while the iliac limbs remained patent. It was reported that during the index procedure, bilateral femoral cutdowns were performed as per normal procedure. Soft wires were advanced into the descending aorta and exchanged for a stiff wire from the right side and a marking pigtail from the left. The endurant ii main body delivery system was advanced to the level of the renal arteries, the c-arm was adjusted to the pre-planned projection of 10 degrees lao / 20 degrees cranial to best visualize the renal arteries, and an initial angio was obtained to verify renal artery locations. The screen was marked for the renal arteries, and the initial deployment of the endurant main body was begun. After the proximal 2-3 covered stents were deployed, a second angio was performed in the normal manner, confirming the renals remained patent and the proximal edge of the stent graft was accurately positioned at the floor of the renals as planned. The physician then completed the deployment of the proximal main body, through the deployment of the gate in an anterior orientation, at which time the deployment process was paused, leaving about 1.5cm of the ipsilateral limb undeployed. The physician then opened the supra-renal stents as usual, and advanced a soft non-medtronic guidewire through the pigtail, exchanging the pigtail for a directional catheter in preparation for gate cannulation. At some point during the gate cannulation process, it was noted that the distal segment of the ipsi limb had become unconstrained by the graft cover, and that the combination of the distal ipsi limb / delivery system remaining in the distal aorta was interfering with the wire/catheter manipulations of the gate cannulation process. At that point the decision was made to complete the delivery system recapture and removal sequence in order to gain more space in the distal aorta to maneuver the wire and catheter used for gate cannulation. It was noted at that time that care should be taken to make sure the gate was cannulated from the left side as planned instead of cannulating the ipsi limb. Once it appeared the gate had been cannulated, the c-arm was rotated, under live fluoroscopy, from the ap view, to a 20-30 degree rao view, over to a 20-30 degree lao view, and back again to the ap. In all views, it appeared the non-medtronic guidewire from the left had cannulated the gate. A pigtail catheter was then advanced over the non-medtronic guidewire from the left and spun in the proximal stent graft main body, confirming successful cannulation. Then the soft non-medtronic guidewire was exchanged for a stiff wire, and it was noted that the stiff wire caused the gate to move slightly, as would be expect ed, when the wire was advanced proximally past the gate and into the descending thoracic aorta in preparation for the left limb deployment sequence. The c-arm was then adjusted to a 20 degree rao / 20 degree caudal orientation to visualize the left common iliac bifurcation, and a hand injection retrograde angio was performed to confirm the location of the bifurcation. The screen was marked, noting the location and distance between the main body flow divider and iliac bifurcation, the pigtail catheter was removed, and the corresponding iliac limb stent graft was successfully deployed over the stiff wire, beginning at flowdivider and extending to the distal left common iliac artery. The device delivery system was removed and attention was then turned to the right iliac. The c-arm was adjusted to 25 degree lao / 25 degree caudal for right common iliac bifurcation visualization via hand injection retrograde angio. The screen was marked, noting the location and distance between the main body flow divider and iliac bifurcation, the pigtail catheter was removed, and the corresponding iliac limb stent graft was successfully deployed over the stiff wire beginning at the flow divider and extending to the distal right common iliac artery. The device delivery system was then removed and (2) reliant balloons were advanced, one from the left and one from the right, over the stiff wires to perform ¿kissing balloon¿ angioplasty of the stent graft in the normal manner, beginning at the proximal seal zone and moving distally to ensure seal in all seal zones and overlapping stent graft segments. The balloons catheters were then removed and a completion angiogram was performed. The completion angio confirmed accurate placement of the stent graft and bilateral patent renal and hypogastric arteries. No type I, type iii, or type IV endoleaks were apparent. A late distal type ii endoleak was noted from a patent distal lumbar. Per the physician the cause of the event cannot be determined. No additional sequelae was reported and the patient is fine.

Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1616c124e, serial/lot #: (B)(4), ubd: 12-jul-2024, UDI#: (B)(4); product ID: etlw1613c124e, serial/lot #: (B)(4), ubd: 10-jul-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information received : it was confirmed that the ipsilateral limb was mistakenly ¿double cannulated¿. It appeared that the contralateral gate had been cannulated, when in actuality, the ipsilateral limb had been cannulated instead. The case then proceeded in the normal order, but under the mistaken understanding that the contralateral gate had been cannulated from the left side. As a result, both right and left iliac limbs were deployed to the level of the flow divider within the ipsilateral limb without incident. The completion angiogram only showed a late type 2 endoleak from the large distal lumbar artery. The patient has not had symptoms as a result of the reported event film evaluation summary: the reported inaccurate delivery of both limb stent grafts was confirmed on the films provided. This event most likely occurred due to user error of graft mispositioning during the index procedure. The exact moment of both limb stent graft deployment was not seen on the short angiogram videos provided. It is most likely that during balloon inflation, one balloon was inflated at a time which appeared like a normal inflation and it was likely not noticed that one of the balloons was not within the contralateral gate. The reported contrast leakage was a result of the contralateral limb not being cannulated. A type ii endoleak was also likely to be present due to patent lumbar arteries. Analysis of the returned films did not reveal any stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.